Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced elevated blood glucose (bg) levels during the occlusion alarms and correction boluses were delivered via the pump to address the bg levels; no exact bg values were provided. The customer cleared the occlusion alarms and successfully resume insulin deliveries without changing any pump supplies. After resuming insulin deliveries the customer's bg levels returned to target.